Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), perforation ('perforation'), embedded device ('soft tissue is embedded within the coils'), genital haemorrhage ('bleeding'), neuromyopathy ('neuromuscular problems') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 632031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginitis, uterine bleeding, epigastric pain, stress, low back pain, anxiety, lost weight, appetite lost, insomnia and major depression. Concomitant products included medroxyprogesterone acetate (depo-provera). In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), infection ("infection"), arthralgia ("joint pain"), depression ("depression"), alopecia ("hair loss"), tooth disorder ("dental issues"), migraine ("migraine"), gastritis ("abdominal inflammation"), abdominal pain ("abdominal pain"), pelvic prolapse ("pelvic organ prolapse") and stress urinary incontinence ("stress urinary incontinence"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, perforation, embedded device, genital haemorrhage, neuromyopathy, pelvic pain, infection, arthralgia, depression, alopecia, tooth disorder, migraine, gastritis, abdominal pain, pelvic prolapse and stress urinary incontinence outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, depression, device dislocation, embedded device, gastritis, genital haemorrhage, infection, migraine, neuromyopathy, pelvic pain, pelvic prolapse, perforation, stress urinary incontinence and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: the satisfactory essure apparatus positioning with bilateral tubal occlusion and normal uterus. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, migraine. Abdominal pain, joint pain lot number: 632031, manufacturing date: 2009-04, expiration date:2012-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), perforation ('perforation'), embedded device ('soft tissue is embedded within the coils'), genital haemorrhage ('bleeding'), neuromyopathy ('neuromuscular problems') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 632031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginitis, uterine bleeding, epigastric pain, stress, low back pain, anxiety, lost weight, appetite lost, insomnia and major depression. Concomitant products included medroxyprogesterone acetate (depo-provera). In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), infection ("infection"), arthralgia ("joint pain"), depression ("depression"), alopecia ("hair loss"), tooth disorder ("dental issues"), migraine ("migraine"), gastritis ("abdominal inflammation"), abdominal pain ("abdominal pain"), pelvic prolapse ("pelvic organ prolapse") and stress urinary incontinence ("stress urinary incontinence"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, perforation, embedded device, genital haemorrhage, neuromyopathy, pelvic pain, infection, arthralgia, depression, alopecia, tooth disorder, migraine, gastritis, abdominal pain, pelvic prolapse and stress urinary incontinence outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, depression, device dislocation, embedded device, gastritis, genital haemorrhage, infection, migraine, neuromyopathy, pelvic pain, pelvic prolapse, perforation, stress urinary incontinence and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: the satisfactory essure apparatus positioning with bilateral tubal occlusion and normal uterus. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, migraine. Abdominal pain, joint pain. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.